Event description:
It was reported that during a hals colectomy procedure, pneumoperitoneum was leaking out of the trocar seal. For the initial ports, instruments had been inserted in the seal before it was noticed. No instruments were inserted when the next four trocars were placed and pneumo was leaking through trocar. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of each device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the devices (c, d, e, f, g) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.